Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced varying blood glucose. The customer's blood glucose ranged from 30 mg/dl to 500 mg/dl. The customer's blood glucose was unknown at the time of call. The customer stated that they treated the low blood glucose with food and the high blood glucose with manual injections. The insulin pump will be returned for analysis.